Event description:
In 2009, this pt was implanted with gore excluder aaa endoprosthesis aortic extender components. At approximately 9 days later, a second procedure was performed whereby additional aortic extender components were implanted. Further investigation is being conducted.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.